Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed as part number/ lot number of device involved in the incident is unknown and due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required as no trends were identified. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see reports: 0001825034 - 2017 - 08772; 0001825034 - 2017 - 08773; 0001825034 - 2017 - 08774; 0001825034 - 2017 - 08775. Concomitant medical products: femoral head,unknown part/lot; acetabular liner, unknown part/lot; femoral stem,unknown part/lot; acetabular cup, unknown part/lot. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned to manufacturer.

Event description:
It was reported the patient was revised due to unknown reasons. No further information has been available at this time.